Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a broken cable where the cable had a surface peeling of about 1 centimeter where you can only see the white part under the outer coating. There was no report of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to corrections required. Updated fields: d4, d8, d9, h2, h3, h6, h11. Corrected fields: e1 - facility name (inadvertently the name was left incomplete), e1 - phone number (inadvertently a 0 was omitted) and e4 - initial report sent to FDA (inadvertently no was selected when the correct option was left it as unknown). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the water tightness was lost due to damage to the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.